Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 20 occurred during pumping. The customer's blood glucose level was 240 mg/dl. In addition, it was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was able to be resumed. In addition, it was reported that a stuck button alarm occurred, cause was unknown. Customer cleared the alarm and continued using the pump for insulin therapy.